Event description:
It was reported that the tubing connected to the vamp came apart on the arterial side and fluid came out and sprayed the pt. No injuries were reported.

Manufacturer narrative:
Device has not been returned for eval.